Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that the system required a restart resulting in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that there was no system shutdown. The issue was loss of display which will be reported separately.